Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer called medtronic to have the insulin pump replaced; however, she kept using the insulin pump. The blood glucose reading at the time of the event was 550 mg/dl. Diagnosed diabetes ketoacidosis. Customer was vomiting and weak. Customer could not control the blood glucose reading. Hospital treated with manual injections and IV drip. The current blood glucose reading is 62 mg/dl. Customer treated with food. Nothing further reported.